Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse did not observe an active leak as the customer found a loose tubing on a blood sampling valve (bsv) fitting which the customer pushed onto the fitting to stop the leak. The fse proceeded to replace this tubing which connects to port 12 on the bsv to the rear blood detector. The fse also replaced the tubing from the front blood detector which connects to port 3 on the bsv and the tubing from the rear blood detector to feed thru fitting ff44 as incidental service. Failure mode of the leak is attributed to loose tubing from port 12 on the bsv to the rear blood detector. (B)(4).

Event description:
The customer reported obtaining low red blood cell (rbc) result on normal control from the coulter hmx hematology analyzer with autoloader. The customer also discovered less than 0.1 ml of blood and diluent leaking from the rear of the blood sampling valve (bsv) where the bsv connects to the rear blood detector of the instrument. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.